Event description:
During aspiration thrombectomy, the zoom 71 catheter stretched and fractured leaving the distal end in the left m1, and proximal fractured tip in the common carotid. The fractured retained catheter was successfully retrieved and removed with a snare.

Event description:
During aspiration thrombectomy, the zoom 71 catheter stretched and fractured leaving the distal end in the left m1, and proximal fractured tip in the common carotid. The fractured retained catheter was successfully retrieved and removed with a snare.